Event description:
According to the available information, in may or june timeframe, the patient complained of frequent phlegm. Upon examination, the 15 mm vp protruded into the airway, so the physician replaced it with a 12.5 mm vp. In june, the patient suddenly felt difficulty in breathing before sleep at home. He saw a mirror and found that vp nearly fell into airway. He successfully removed the vp by forceps by himself. In july, he visited the outpatient hospital in the morning. The physician found that the puncture was already closed. No sutures were required. The patient was able to eat and drink that day. The patient visited the outpatient again for monitoring. Since then, the patient has been able to eat and drink normally at home without coughing and has not had a fever. The puncture was completely closed without any problems. No granulation. Re-insertion of vp is scheduled for 22 august. No further information is available at this time.

Event description:
According to the available information, in may or june timeframe, the patient complained of frequent phlegm. Upon examination, the 15 mm vp protruded into the airway, so the physician replaced it with a 12.5 mm vp. In june, the patient suddenly felt difficulty in breathing before sleep at home. He saw a mirror and found that vp nearly fell into airway. He successfully removed the vp by forceps by himself. In july, he visited the outpatient hospital in the morning. The physician found that the puncture was already closed. No sutures were required. The patient was able to eat and drink that day. The patient visited the outpatient again for monitoring. Since then, the patient has been able to eat and drink normally at home without coughing and has not had a fever. The puncture was completely closed without any problems. No granulation. Re-insertion of vp is scheduled for 22 august. No further information is available at this time. Additional information from the physician: may or june: the patient complained of frequent phlegm. Upon examination, the 15 mm vp protruded into the airway, so the physician replaced it with a 12.5 mm vp. 30 june: the patient suddenly felt difficulty in breathing before sleep at home. He saw a mirror and found that vp nearly fell into airway. He successfully removed the vp by forceps by himself. 1 july: he visited the outpatient hospital in the morning. The physician found that the puncture was already closed. No sutures were required. The patient was able to eat and drink that day. 23 july: the patient visited the outpatient again for monitoring. Until then, the patient has been able to eat and drink normally at home without coughing and have not had a fever. The puncture was completely closed without any problems. No granulation. Re-insertion of vp is scheduled for 22 august.

Manufacturer narrative:
Conclusion based on the theoretical investigation, it is likely that the observed issue with the voice prosthesis protrusion could be attributed to a combination of factors related to the insertion process rather than a product error. One possibility is that the flange(s) may not have been fully positioned during insertion, creating an opportunity for the device to protrude. Additionally, while there was a consideration of a potential puncture-related issue, further evaluation revealed that the puncture was closed by the following morning, making a product-related puncture error unlikely. Overall, the evidence indicates that the complications experienced are more consistent with procedural factors rather than any inherent defect in the product design or manufacturing. The combined investigation after receival of sample, indicates that the complications observed with the provox xtraseal voice prosthesis are not related to inherent product defects or manufacturing errors. The theoretical analysis initially suggested that the device's protrusion was primarily linked to procedural factors during insertion, such as incomplete positioning of the flange and the consideration of a temporary puncture, which had resolved by the following morning. The recent practical investigation further supports this conclusion by demonstrating that: the prosthesis maintained structural integrity with intact housing and flanges. A dark-colored biofilm (likely a mix of mucus and blood) was found within the blue ring area where the valve is seated, which hindered full valve closure and resulted in leakage. Importantly, the leakage observed did not correlate with the dislodging of the voice prosthesis, suggesting that the leakage and potential displacement issues stem from insertion and post-insertion factors rather than any product-related fault. Based on these findings, it is recommended to continue emphasizing careful insertion techniques, including the use of the provox measure device for accurate sizing. It should also be noted that the shaft of the provox xtraseal is approximately 1 mm shorter than the labeled size due to the enlarged esophageal flange, which should be taken into account during the fitting process. Furthermore, addressing biofilm accumulation may help in preventing leakage without compromising the device's secure placement. Investigation: the sample arrived and was cleaned with 70% ethanol.investigation shows an provox xtraseal in a good condition regarding the housing and the flanges. Inside of the vp biofilm with a dark color (likely mucus eventually mixed with blood) could be found in the blue ring the valve lays on. This biofilm hinders the valve closing this leds to a leakage of the vp. This leakage occurs before and after cleaning with a provox brush. This leakage doesn't change the conclusion from the first theoretical investigation, because the voice prosthesis itself is intact, no damage to the housing or flanges found. Discussion: additional information to question from clinical expert kelly jackson-waite: 1. What is the patient's complaint? Is the complaint the voice prosthesis became dislodged? This happens when the wrong size is inserted i.e. Too small or when the tracheoesophageal puncture is too large - neither of these issues are product related. Answer: the patient notified us because there was adverse event. In japan, potentially serious adverse events must be reported to the authority even if no mechanical failure has been confirmed in a product. 2. Why did the doctor downsize from a 15mm to a 12.5mm? - if this coincided with [?]mal' voice (does he mean bad voice) - then this is because the wrong size vp was put in, i.e. Too short and would explain why it dislodged. Answer: the patient complained of frequent phlegm. Upon examination, the 15 mm vp protruded into the airway, so the physician replaced it with a 12.5 mm vp. 3. Not sure what fleshy buds is - is this granuloma tissue? Answer: it means granulation. From the IFU 1 (11086, 11468, 11610) and 3 (11088, 11466, 11612): warning: accidental dislodgement or extrusion of the provox vega voice prosthesis from the te puncture and subsequent ingestion, aspiration or tissue damage may occur. A foreign body in the airway may cause severe complications such as acute respiratory distress and/or respiratory arrest. Instruct the patient to seek medical help immediately if they notice their voice prosthesis is partially dislodged or missing from the te puncture or if they experience problems breathing. Warning: instruct the patient to use only genuine provox accessories of corresponding size (brush, flush, plug) for maintenance and to avoid all other kinds of manipulation, (including attempts to remove or replace the voice prosthesis themselves). The use of incorrect accessories and/or manipulation and/or self-insertion or self-removal of the voice prosthesis can cause damage to the voice prosthesis or surrounding tissue, dislodgment, aspiration, and/or ingestion of the voice prosthesis. Precaution: to reduce risk of product damage: only use genuine provox accessories that are intended for use with provox vega for the handling and cleaning of your prosthesis. Root cause incorrect placement of vp. Risk assessment rh023, h25 - aspiration of voice prosthesis, parts of voice prosthesis or insertion system into trachea. Voice prosthesis etc. Coughed up = severity 2.